Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. The tubing was broken at the seat rail. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Cross braces are cracked and broke.